Event description:
The company was informed that the pt developed an infection at the implant site. The pt was admitted to the hospital on (B)(6) 2013 and placed on 3 weeks of teicoplanin and cefriaxone. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.